Event description:
It was reported that the device failed the accuracy test +7.90%. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G1 - contact office zip code:(B)(6). H3: one device was received for evaluation. The device was last serviced on 09-jun-2023. The reported issue could not be confirmed. The results for the tests were 21.2 milliliter(ml), 21.6 ml and 21.8ml. The accuracy range for this test is between 18.2 mland 22.2 ml. Preventative measures were taken where the software was updated, downstream occlusion (dso) and upstream occlusion (uso) sensors were calibration. A performance verification testing (pvt) was performed, and the device passed all testing criteria. The device was reset to standard configuration.